Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush vibrates the brush heads right off the handle [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that he/she had an oral-b power rechargeable toothbrush handle professional care 4729 that vibrated the oral-b brushheads, version unknown right off the handle. The consumer explained that only lately had the toothbrush done this, as it never used to. He/she has had the toothbrush for less than 18 months. No symptoms developed.